Event description:
It was reported that the patient was admitted to the hospital and had a driveline communication fault. Log files were sent for review. The event log file captured multiple driveline communication faults (b) on 08jul2025. It was noted that a modular cable and system controller replacement may be required. There was no interruption in pump support during these events. The modular cable was replaced which had resolved the issue. The customer requested a low flow software upgrade. Additional information received stated that the cause of low flow alarms was hypovolemia as patient has had poor po intake. The low flows resolved with software upgrade. The patient was noted to be dizzy, nauseous and generally not feeling well at the time of low flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log file and during evaluation of the returned heartmate modular cable. The submitted log files captured driveline communication fault alarms on 08jul2025 due to intermittent communication b faults. The alarms were active for the remainder of the log file. The driveline communication fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The modular cable, lot number 8371302, was able to successfully operate in a mock circulatory loop without any alarms activating, including when the modular cable was manipulated. The integrity of the underlying wires of the modular cable was tested, and the red (power b), orange (ground), and yellow (communication b) wires did not pass insulation testing. The outer layers of the modular cable were stripped, and the red, orange, and yellow wires were revealed to have damage resulting in exposed conductors near the controller connector. The modular cable was reconnected to a mock circulatory loop and manipulated around the area of damage and a driveline communication fault alarm was observed. The alarm was determined to be due to the red, orange, and yellow wires shorting to one another at the side of damage. The provided information indicated the modular cable exchange resolved the alarms. The root cause of the reported driveline communication fault alarms was determined to be due to damage to the underlying wires of the modular cable. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 8371302, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.